Manufacturer narrative:
The unit was tested and the leak was confirmed, due to a puncture in the oxygenator membrane. All oxygenators are leak tested prior to leaving the manufacturing site, and this unit showed no leaks at that time. The device history record was reviewed and found to be complete and correct, indicating that the product met MFR's specifications when released for distribution. Conclusion: no pt event. Analysis of the device confirmed that reduced device performance occurred and was related to the event. However, medtronic is unable to determine when the damage occurred or an exact cause for the reported event.

Event description:
Information rec'd indicates the gas vent port on the oxygenator leaked during ECMO procedure. The oxygentor was changed out with no reported consequence to the pt.